Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief with their scs system. Reprogramming was attempted to no avail and diagnostic testing revealed normal impedances. Follow-up identified surgical intervention was undertaken wherein the lead was explanted and replaced with a new model lead which resolved the issue.